Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("chronic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had full hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the uterine perforation and pelvic pain outcome was unknown and the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) was conducted, however, result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: pfs received: events outcome updated for events: dysmenorrhea, vaginal hemorrhage and menorrhagia aka name added, events onset date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("chronic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had full hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the uterine perforation and pelvic pain outcome was unknown and the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) was conducted, however, result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (she had full hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) was conducted, however, result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: plaintiff fact sheet received reporter information was added. New event added vaginal bleeding, dysmenorrhea (cramping). Lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (she had full hysterectomy.). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the uterine perforation, pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: she received treatments for events menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: reporter updated and patient demographics were added. Essure indication updated. On (B)(6) 2010, she explanted essure. Injury event was updated to perforation, menorrhagia (heavy menstrual bleeding), chronic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.